Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Boston scientific technical services (ts) suggested programming options. Additional information was received indicating that no lead revision was done. A lead insulation issue was suspected. The device was reprogrammed. No adverse patient effects were reported. The device and lead remain in service.